Manufacturer narrative:
Approximate age of the device is 10 months, 10 days. The event occurred at (B)(6). A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). During a manufacturer's routine inquiry for patient status updates, an outcome was received which indicated that on (B)(6), 2012, the patient expired due to a massive intracranial hemorrhage; the cause for the stroke, however, was not specified. No further information was provided.